Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 result was above the customer's normal reference range. The patient's sample was re-centrifuged and reanalyzed two times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered with lower results, within the customer's normal reference range. The customer also analyzed the same patient's sample on the laboratory's I-stat and recovered with a result within the normal reference range. The initial elevated result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a serum tube and centrifuged for ten (10) minutes at 3000g (g force) at 15-25 degrees centigrade. The sample tube was described as incompletely filled.

Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. The cause of this event cannot be determined with the available information.